Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The product code is unknown; therefore, the brand name, common device name, device procode, 510(k) and UDI are unknown. The lot number is unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the doctor informed us that about 1 /2 years ago, he had an issue with the vapr electrode that during the thermocoagulation, a tendon in a wrist got burned. According to the report, the type of procedure was a tension in the hand. It was reported that a second surgery had to take place. It was not reported if there was a delay in the surgery or if a spare device was available for use. There was patient involvement reported. It was not reported if there was a prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred 1 1/2 years ago. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.